Manufacturer narrative:
Correction: disregard file, suspect device was determined to be a concomitant through failure investigation.

Event description:
It was reported that a nurse had setup an infuse for patient , not sure how long after they setup the infuse, but notice the infuse the 8100 unit was off. The drug administered to patient is versed. Incident reported stated pump w/ sn: (B)(6) alarmed indicating and unknown alert around 9:15pm. Physician reported to nurse that the pump was shut off at 10:15pm and immediately restarted and resumed operations. Patient was not harmed but was agitated. There were no errors reported that day. Customer claims in phone call that system was never actually turned on, however he wants to verify.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a nurse had setup an infuse for patient , not sure how long after they setup the infuse, but notice the infuse the 8100 unit was off. Patient was not harmed.